Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh and miniarc were implanted. The patient underwent mesh implantation in order to treat grade iii rectocele/enterocele. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.